Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
The staples do not close properly, they stay opened, and the tissues do not close. There was no patient consequence.